Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Device manufacture date. 2. Narrative/corrected data. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
He product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil detachment handles (rh1s). During the procedure, the physician successfully deployed and detached a ruby coil in target vessel using a rh1. However, the distal end of the ruby coil pusher assembly became fractured inside the rh1. Therefore, the ruby coil pusher assembly and the rh1 were removed and the procedure was completed using a new rh1. There was no report of an adverse effect to the patient.